Manufacturer narrative:
All buttons functioned properly however, found corroded keypad traces during visual inspection. The insulin pump was received with normal operating currents and passed the self-test, unexpected restart error, displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests. The insulin pump was monitored and no unexpected battery out limit alarms or frozen display occurred during testing. The insulin pump was received with cracked reservoir tube lip, minor scratched lcd window, missing end cap sticker, and scratched reservoir tube window.

Event description:
The customer reported via phone call that the insulin pump had an unresponsive keypad during a bolus attempt. The customer stated that the insulin pump first froze, after which she removed and reinserted the battery. She stated that the insulin pump alarmed battery out limit thereafter. The customer's blood glucose was 203 mg/dl. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The caller was advised to replace the insulin pump and a request was made to have the device returned for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.